Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella 5.5 support and after the impella implant, there was oozing in the pocket. Heparin was withheld. Support continued. Additionally, the patient had a computed tomography scan and a small new stroke was noted. It is unknown if the stroke was related to the impella. Support continued. Furthermore, the patient developed a gastrointestinal bleed while on support. Heparin was withheld and the pump was explanted. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed, gastrointestinal bleed, and the stroke has been completed. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the vascular damage and stroke was unable to be determined as limited clinical details were provided and no product was returned for review. The cause is unknown relation to impella.